Event description:
It was reported that the patient received an unintentional bolus of 6 u which resulted in an emergency room visit a few months ago. Blood glucose reading leading up to the incident was 80 mg/dl. While in the emergency room for 4 to 6 hours, the patient was only monitored since they had already self-treated by consuming a ¿glucose product¿. The patient was unsure whether the bolus was accidentally triggered while putting the controller in their pocket or if there was a device malfunction. No blood glucose readings were reported. Duration of pod usage was not provided. Since the patient was only monitored in the emergency room, the incident does not quality as a medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.